Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reported explanting a crystalens intraocular lens from the patient's eye due to lens dislocation after surgery. The surgeon replaced the crystalens iol with a different iol and different power. There was no injury to the eye and the doctor did not know why the lens dislocated. Additional information has been requested, but has not been received.